Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lot: 0316718. From: sent:(B)(6) , 2024 7:19 am. To: productcomplaints <productcomplaints@embecta.com> subject: bd pen needles. Hello, I am a diabetic of 11 years (type 1) and I have always used your needles for my pens. My most recent allotment of needles has so far had about a 50% defect rate. They are missing the needle part. The store will not return them and said I need to address it with the manufacturer. The are bd sterile needle .25 x 8mm. 31g x 5/16. They are in a box of 100. The lot number is 0316718 and the expiration date is 2025-11-30. I would like them to be replaced and shipped to me. The address is as follows.